Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels. The customer's reading was 501 mg/dl. The customer treated with a manual injection. The customer did not have any symptoms. The caller found small gaps in the tubing. The caller was assisted with running a manual prime and verified that insulin exited the tubing. The caller completed troubleshooting and did not find any other issues. The insulin pump was not replaced or returned for analysis.